Manufacturer narrative:
Additions to b.5 and b.7. Voluntary medwatch number - (B)(4).

Event description:
As reported on the voluntary medwatch: the 2nd physician in the operating room reported: "during this event it was noted that the balloon inside the crimped balloon expandable valve had migrated more distally and therefore only partially expanded the valve. The proximal that is the ventricular portion of the valve was undeployed and the aortic portion was deployed increasing risk of left ventricular migration.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, this was a transfemoral tavr procedure with a 20 mm sapien 3 ultra resilia (s3ur) valve in an aortic surgical valve. There were no difficulties during valve alignment. After crossing the annulus, the delivery system/s3ur position was too far ventricular, so they pulled back the system towards the aorta and then re-advanced it across the surgical valve, but there was a lot of parallax. The valve was not in between the markers prior to balloon inflation. During deployment, the valve expanded asymmetrically. The aortic portion of the valve was deployed about 25% prior to the valve dislodging from the balloon and embolized towards the aorta. The partially deployed s3ur was pulled back into the descending aorta and deploy it there. A second 20mm s3ur was inserted and positioned across the aortic surgical valve and deployed without issue. The perceived root cause is that when they pulled back the system towards the aorta during positioning, the surgical valve posts may have interfered or held the s3ur, making the balloon pull out of the valve. The patient did well and went to ICU in stable condition and was discharged home on post operative day 2.

Manufacturer narrative:
Addition to b.1. The following sections were corrected after clarification from the field clinical specialist: b.5 (description updated), and h.6 device code 2923 was replaced with 1310. Sections b4, g3, g.6, and h2 were updated. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, this was a transfemoral tavr procedure with a 20 mm sapien 3 ultra resilia (s3ur) valve in an aortic surgical valve. There were no difficulties during valve alignment. There was difficulty crossing the surgical valve. After crossing the annulus, the delivery system/s3ur position was too far ventricular, so they pulled back the system towards the aorta and then re-advanced it across the surgical valve, but there was a lot of parallax. The valve was not in between the markers prior to balloon inflation. During deployment, the valve expanded asymmetrically. The aortic portion of the valve was deployed about 25% prior to the valve dislodging from the balloon and embolized towards the aorta. The team did not feel there was any unusual torque or manipulation. The partially deployed s3ur was pulled back into the descending aorta and deploy it there. A second 20mm s3ur was inserted and positioned across the aortic surgical valve and deployed without issue. The perceived root cause is that when they pulled back the system towards the aorta during positioning, the surgical valve posts may have interfered or held the s3ur, making the balloon pull out of the valve. The patient did well and went to ICU in stable condition and was discharged home on post operative day 2. The team did not fault the device. After reviewing the images post procedure, they think the event was a "consequence of repositioning inside the surgical valve and did not catch that the valve had moved." It is unknown when the valve moved on the balloon.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, investigation conclusion and device code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for difficulty or inability to cross native annulus and/or bioprosthesis and thv moves on balloon were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The difficulty or inability to cross native annulus and/or bioprosthesis complaint states: ''as reported, there was difficulty crossing the surgical valve. After crossing the annulus, the delivery system/sapien 3 ultra resilia (s3ur) position was too far ventricular, so they pulled back the system towards the aorta and then re-advanced it across the surgical valve, but there was a lot of parallax.'' Per edwards lifesciences procedural manual, there are several contributing factors that can make it difficult to cross the annulus such as: heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, inadequate balloon aortic valvuloplasty (bav), and the condition of the pre-existing bioprosthetic valve. Additionally, the reported parallax may have caused visualization issues making crossing difficult. As such, the available information suggests that patient factors (pre-existing surgical valve) or procedural factors (imaging parallax) may have contributed to the difficulty crossing the native annulus complaint event. However, a definite root cause was unable to be confirmed at this time. The complaint for thv moves on balloon states: ''as reported, the perceived root cause is that when they pulled back the system towards the aorta during positioning, the surgical valve posts may have interfered or held the s3ur, making the balloon pull out of the valve. In this case, it is possible that pre-existing surgical valve may have interacted with the delivery system and valve during positioning, resulting physical displacement of the valve along the balloon.'' As such, available information suggests that procedural factors (interaction with pre-existing surgical valve) may have contributed to the thv moves on balloon complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The third follow up was submitted with the related report number referenced in h.11. This supplemental report is being submitted to correct and place the related report number in h.10.